Event description:
It was reported the device was used during a laparoscopic hernia repair. When stapling the mesh during the case the device jammed and was rendered useless. Another was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the reported instrument "jammed and was rendered useless" during surgery may have been due to a mispositioned staple in the cartridge staple track which caused the instrument to jam. The instrument was rec'd with a yielded crimp and there were 2 staples jammed in the front of the staple track. The front staple had become mispositioned under the driver causing the instrument to jam and the subsequent yielding of the crimp upon the refiring of the instrument. The instrument was disassembled and the tube was observed to have been sufficiently crimped. The cartridge contained 14 staples. It was concluded that the mispositioned staple in the cartridge track had caused the tube crimp to yield. No conclusion could be reached as to how the staple had become mispositioned in the cartridge track. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted and mispositioned within the cartridge track and nose if the instrument sustains a blunt trauma. Co strives to understand each incident as it occurs in order to continuously improve co's products.